Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thoracoscopic lobectomy, during the division of parenchyma, the tissue was thick and the surgeon used a black reload. He could complete the firing but felt a strong resistance when he retract the blade. The blade was retracted but the jaws were not fully opened, but it was enough to remove reload from the tissue. When the scrub nurse tried to replace the reload it could not remove it from the handle. For the next firing another handle was opened. With the new handle and another black reload, same issue occurred. The surgery was completed with a new handle and with 2 reloads. No patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted that the reload was received attached to the handle. The reload could not be removed from the handle as the retract knobs could not be fully retracted. Some of the pushers were flush with the cartridge and was able to be fired repeatedly with the interlock not engaging. The device was forcibly removed and the laminates were bent, with score marks on the channel adapter. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of difficulty to retract knife blade and depressed staple pushers may occur under the following conditions with a secondary condition related to the reload. 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary. The secondary condition of a slight bowing condition of the knife bar laminates during the assembly process was seen. This bowing condition is not out of specification and does not interfere with normal function of the reload when applied on tissue within the thickness range specified in the instructions for use. The use on over-indicated tissue in combination with the bowing condition leads to the difficulty opening the jaws after firing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.